Manufacturer narrative:
The lead was surgically abandoned, thus it will not be returned. This report is being filed to correct the device code (h6) to remove a code that was inadvertently added to the last report.

Event description:
It was reported that during a normal device replacement procedure, when the right ventricular (rv) lead was tested the polarity had changed from bipolar to unipolar. It was determined that the polarity had changed due to loss of capture (loc). Subsequently the rv lead was surgically abandoned, and a new lead was implanted. No additional adverse effects were reported.

Manufacturer narrative:
The lead was surgically abandoned, thus it will not be returned.

Event description:
It was reported that during a normal device replacement procedure, when the right ventricular (rv) lead was tested the polarity had changed from bipolar to unipolar. It was determined that the polarity had changed due to loss of capture (loc). Subsequently the rv lead was surgically abandoned, and a new lead was implanted. No additional adverse effects were reported.